Event description:
It was reported by the patient that a gynecological procedure was performed in 2009 and an obturator sling was implanted. Post-procedure, the patient has experienced severe continual pain in the lower back, stomach and down both legs. She has repeated urinary tract infections treated with antibiotics and reports increased incontinence. Her sleep has been affected due to pain and frequent urination. In (B)(6) 2014, a procedure was done to snip the sling to prevent more urinary infections, however the patient states it has not worked and she is in more pain and discomfort. Additional information was not provided.

Manufacturer narrative:
(B)(4) ¿ frequent urination; infection occurred; pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.